Event description:
During a hemorroidectomy procedure, the device could not be fired completely. No audible tactile feedback and no signal of breaking washer was noticed. The staples formed properly and donut formed completely. There were no adverse consequences to the pt.